Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition and oversensing of atrial signals on the rv channel. Chest x-rays showed the rv distal coil was 1cm proximal to the tricuspid valve, and it was noted the patient was having intermittent lightheadedness. The plan was to place an lv lead in the is-1 rv port, and technical services (ts) reviewed this was off-label and at the physician's discretion. It was later reported that the agc rv sensitivity was set to 1.5, and no oversensing was noted after monitoring the patient over the weekend. Defibrillation threshold (dft) testing was performed, and only two beats were dropped. No additional adverse patient effects were reported.